Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the device remain stuck on tissue as the result of this? No, when surgeon went to place device on tissue for next activation it did not open if so, how was the device removed from the tissues? See above it did not get stuck did the surgeon attempt to manually open the jaws with his fingers? Scrub nurse did when removed from patient and was able to open top jaw w/ finger and also activate the blade and advance as normal if no: was the device on a vessel/artery when it would not open? No it was not it was on part of the cervix . If yes, how was the device removed? (I.e. Cut off, forced opened) it did not stick or get or have to be forced to be removed. If cut off, did this cause a change in the plan of care for the patient? N/a. Did the removal cause any damage to the vessel/artery? No. If yes, what is the damage and how was the damage repaired? N/a. Did the surgeon continue the case with this same device? No completed last little bit of dissection w/ bipolar forceps and scissors with no complications.

Event description:
It was reported that during a subtotal laparoscopic hysterectomy procedure, activation caused the movable upper jaw to no longer open. This was after activation on tough part of uterus due unseen fibroids, cervix location and anatomy. Activation of knife blade and energy afterwards worked fine when it was pulled out from patient but the jaw would not open therefore they finished the surgery with bipolar forceps. There was no delay to the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: batch # m92891. The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.